Event description:
Philips received a complaint by the customer on the v60 indicating that during set up of the device, it was observed that the touchscreen is not working, screen sensitivity. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. It was observed that the touchscreen has residue. The fse cleaned with touchscreen cleaner and re-calibrated the touch screen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.